Event description:
A report was received that the pt had her lead explanted due to skin erosion. The physician cut the lead off leaving a portion of it attached and closed the pt's pocket site to prevent infection. The physician did not note any infection and was not sure about the cause of the skin erosion. The pt will be re-implanted with a new lead once the pt's wound heals.

Manufacturer narrative:
The cut portion of the lead will not be returned for further evaluations.